Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: no photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number 385100 and lot number 2236856. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the available information, an exact cause for this incident could not be identified. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd q-syte closed luer access device fluid did not flow through. The following information was provided by the initial reporter, translated from chinese to english: at 8:30 a.m. On (B)(6) 2023, the nurse gave the patient intravenous infusion. After the infusion set was connected to the infusion connector and the air was exhausted, the liquid did not flow. The infusion connector was immediately replaced with a new one and became normal without any adverse effects on the patient.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion a supplemental report will be filed.

Event description:
It was reported that bd q-syte closed luer access device fluid did not flow through. The following information was provided by the initial reporter, translated from chinese to english: at 8:30 a.m. On (B)(6) 2023, the nurse gave the patient intravenous infusion. After the infusion set was connected to the infusion connector and the air was exhausted, the liquid did not flow. The infusion connector was immediately replaced with a new one and became normal without any adverse effects on the patient.